Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, the device failed steps during testing. The device's sensor board and oxygen blending module board were replaced to address the issues.